Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had a rash under the front therapy electrode pad. The area was described as red, itchy, and slightly swollen. It was reported that the patient was a nurse and had been using benadryl tablets. During a follow up, the patient indicated that the rash may have been shingles but was unsure. The final medical outcome of the irritation is unknown.